Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient had complained of tightness in speech (B)(6) 2014. The patient had a voice tremor and her throat was feeling tighter (B)(6) 2014. Diagnostic methods had included the patient reporting the event. A deep brain stimulation (dbs) adjustment was requested (B)(6) 2015 by the patient to help improve speech as the patient's voice was more raspy when emotional. Another request for adjustment was made and different dbs settings were tried but her speech continued to be strained (B)(6) 2016. As of (B)(6) 2016, the patient continued to complain of speech problems as the throat would feel tight, especially when the patient felt emotional. Interventions involved reprogramming (as mentioned) on (B)(6) 2014; (B)(6) 2015; and (B)(6) 2016. Etiology was reported as related to the device or therapy, not related to the implant procedure, and due to programming/stimulation. The patient's most recent interrogation/programming that had occurred prior to this event was (B)(6) 2014. The outcome was ongoing. Additional information received reported the patient had reported noticing a strained voice, difficulty with swallowing and a feeling of throat closure when the patient got emotional. This was reported on 3 occasions: (B)(6) 2016. It was noted the patient was advised to turn the device off for a couple hours to see if the throat tightness would resolve on (B)(6) 2016. Other interventions involved having the patient be reprogrammed on (B)(6) 2016. Additionally, the patient received botox to the vocal chords (B)(6) 2016. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37603 serial# (B)(4 ) implanted: (B)(6)2014 product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that another diagnostic method was performed that included the patient reporting that the event remained ongoing as of (B)(6)2017 and on (B)(6)2017. Additional interventions were also reported to include reprogramming the implantable neurostimulator (ins) on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received. It was reported the issue resolved without sequelae on (B)(6) 2018.